Event description:
During index procedure the patient had one complete se peripheral stent implanted to the right external iliac artery. Approximately 22 months post index procedure arterial imaging confirmed total occlusion on the right superficial femoral artery (sfa) proximal to a stent and total occlusion of the right posterior tibia. Approximately 3 years post index procedure total occlusion of the target lesion was reported. Angiojet thrombolysis, balloon angioplasty and placement of a complete se to the right sfa was performed. The investigator has indicated that the reported event was related to the study device.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (occlusion). Age at time of event - reported as (B)(6) but unclear if this is the exact age as date of birth not reported.